Manufacturer narrative:
Date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2017 with the following findings: during investigation, the pump powered up to a clear and audible alarm. The pump was opened to find no intermittent conditions on the piezo. The no sounds complaint was unable to be duplicated during investigation. Unrelated to the original complaint, the battery compartment was cracked from the threads to the case seal left of the grip pad.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a audio tone/vibration (no sounds) issue. The reporter confirmed that the pump had normal vibratory function. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.